Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-8917ds, 3.5 mm mini tightrope¿ ft, the flywheel broke during the fastening process after implant insertion, making it impossible to tie and thus unusable. A defect occurred in either lot 15467748 or 15541571 of the ar-8917ds, but it became impossible to determine which one it was after opening the package. This was detected during an unspecified procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. All of the product/fragment was removed and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.